Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal case, the device jaws could not be re-opened and the insulation near the jaws was loose. There was no patient injury reported during the case.